Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Further device information has been included. Therefore, an additional report was included pertaining to the event. Device 1 of 2. Reference MFR report #: 1627487-2015-07511. Device analysis review indicated the explanted extension was a model 6345 extension (added as device 2) not a 6315 extension (device 1).

Event description:
It was reported (B)(6) the patient lost simulation. An impedance check showed high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, it was found the dbs extension was broken and the doctor explanted and replaced the dbs extension. The issue was resolved by surgical intervention.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.